Manufacturer narrative:
Product event summary: the data files and the 217f5 catheter with lot number 37317 were returned and analyzed. Received clinical data was analyzed and the reported issue was not observed in the log/data/multimedia files. No patient file was received. The failure f ile was not received. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. In conclusion, the reported issue (aborted under general anesthesia) cannot be assessed through data analysis. The reported system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was not confirmed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that there was a serial peripheral interface (spi) circular redundancy check error. The case was aborted while the patient was under deep sedation and/or general anesthesia. No patient complications have been reported as a result of this event.